Event description:
Boston scientific received information that during a routine follow-up appointment approximately one week post implant this implantable right ventricular (rv) defibrillation lead was exhibiting high pacing threshold measurements and loss of capture at 5.0 v at 0.5 ms. Intrinsic sensing had also decreased to 2.8 mv. A revision procedure took place and the rv lead was successfully repositioned. Intrinsic sensing increased to 8.1 mv and pacing threshold measurements were 0.3 v at 0.5 ms. There have been no adverse patient effects reported as a result of the revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.